Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. Symptoms reported include fluctuations in blood glucose levels as high as 28 mmol/l (504 mg/dl) decreasing as low as 2.8 mmol/l (50.4 mg/dl) within a few hours. When the pod was removed from the hip/buttocks, purulent discharge was reportedly coming from the insertion site. The patient contacted the general practitioner and was prescribed liquid clarithromycin 250 mg/5 ml (5 ml 2 times a day for 7 days) for treatment.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.